Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectosigmoidectomy, the device was defective and the correct closure of the straight did not occur. As a result, the device did not stapling. The stapler was replaced to resolve the issue and complete the case.